Manufacturer narrative:
(B)(4). E7034 wallflex biliary preoperative drainage natx clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent was implanted to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, the patient underwent the per-protocol endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2015. The procedure was completed as an outpatient procedure. The patient had a prior biliary sphincterotomy. A biliary sphincterotomy was not performed during this procedure. Prophylactic antibiotics were not administered and a prophylactic pancreatic stent was not placed. The wallflex biliary rx fully covered stent was placed in a satisfactory position across the stricture. Baseline assessment of biliary obstructive symptoms (abos) was conducted and identified the following symptoms: dark urine, jaundice. The patient's baseline karnofsky score was 90. The patient's weight was reported to be (B)(6). Tissue diagnosis was obtained using brushing of the biliary duct. Baseline laboratory tests were conducted on (B)(6) 2015 (B)(4). Chemotherapy is planned for this patient. According to the complainant, the patient presented with cholangitis on (B)(6) 2015. The event was deemed related to the stent placement procedure only. The patient was admitted to the hospital on (B)(6) 2015. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015. Liver function tests were performed on (B)(6) 2015 (B)(4). The patient was seen for a pre-operative visit on (B)(6) 2015 and the patient's weight was recorded as (B)(6). The patient's karnofsky score was reported to be 80. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were identified: right upper quadrant pain and fever/chills. The patient was seen for a pre-operative visit on (B)(6) 2015 . The patient's weight was recorded as (B)(6). The patient's karnofsky score was reported to be 100. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptom was identified: right upper quadrant pain. Liver function tests were performed on (B)(6) 2015 ((B)(4)). On (B)(6) 2015, the patient presented with acute cholecystitis. The event was deemed related to the study stent. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2015 and underwent a cholecystostomy. The patient was discharged from the hospital on (B)(6) 2015. The outcome of this event is not reported at this time. There were no adverse events reported following the procedure.

Manufacturer narrative:
(B)(4) stent blocked/occluded. (B)(4) stent migration. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent was implanted to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. According to the complainant, the patient underwent the per-protocol endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2015. The procedure was completed as an outpatient procedure. The patient had a prior biliary sphincterotomy. A biliary sphincterotomy was not performed during this procedure. Prophylactic antibiotics were not administered and a prophylactic pancreatic stent was not placed. The wallflex biliary rx fully covered stent was placed in a satisfactory position across the stricture. Baseline assessment of biliary obstructive symptoms (abos) was conducted and identified the following symptoms: dark urine, jaundice. The patient's baseline karnofsky score was 90. The patient's weight was reported to be 236 lbs. Tissue diagnosis was obtained using brushing of the biliary duct. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy is planned for this patient. According to the complainant, the patient presented with cholangitis on (B)(6) 2015. The event was deemed related to the stent placement procedure only. The patient was admitted to the hospital on (B)(6) 2015. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015. Liver function tests were performed on (B)(6) 2015. The patient was seen for a pre-operative visit on (B)(6) 2015 and the patient's weight was recorded as (B)(6). The patient's karnofsky score was reported to be 80. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were identified: right upper quadrant pain and fever/chills. The patient was seen for a pre-operative visit on (B)(6) 2015 . The patient's weight was recorded as (B)(6). The patient's karnofsky score was reported to be 100. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptom was identified: right upper quadrant pain. Liver function tests were performed on (B)(6) 2015. On (B)(6) 2015, the patient presented with acute cholecystitis. The event was deemed related to the study stent. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2015 and underwent a cholecystostomy. The patient was discharged from the hospital on (B)(6) 2015. The outcome of this event is not reported at this time. There were no adverse events reported following the procedure. Additional information received on december 10, 2015. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2015 and presented with acute cholecystitis on (B)(6) 2015. The outcome for this event is recovering. The patient was seen for a pre-operative visit on (B)(6) 2015. The patient's weight was recorded as (B)(6). Karnofsky score was not collected. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptom was identified: right upper quadrant pain. Liver function tests were performed on (B)(6) 2015. Additional information received on december 16, 2015. Liver function tests were performed on (B)(6) 2015. The patient was seen for a pre-operative follow-up visit on (B)(6) 2015. Subject weight was reported at (B)(6). Karnofsky score was not collected. Biliary obstructive symptoms were reported as having no symptoms. The patient presented with jaundice/worsening lfts on (B)(6) 2015. The event was deemed related to the study stent. The patient underwent a biliary reintervention on (B)(6) 2015 and the stent was noted to be occluded with sludge. In addition, a partial migration was also reported. The migration was not due to stricture resolution. The stent was removed using forceps and a 10mm x 60mm wallflex biliary uncovered stent was implanted. The outcome for this event is recovered and the patient was treated as an outpatient.

Event description:
It was reported to boston scientific corporation on october 29., 2015 that a wallflex¿ biliary rx fully covered stent was implanted to treat a 1.9cm malignant adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) wallflex biliary preoperative drainage natx clinical trial. According to the complainant, the patient underwent the per-protocol endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2015. The procedure was completed as an outpatient procedure. The patient had a prior biliary sphincterotomy. A biliary sphincterotomy was not performed during this procedure. Prophylactic antibiotics were not administered and a prophylactic pancreatic stent was not placed. The wallflex¿ biliary rx fully covered stent was placed in a satisfactory position across the stricture. Baseline assessment of biliary obstructive symptoms (abos) was conducted and identified the following symptoms: dark urine, jaundice. The patient¿s baseline karnofsky score was 90. The patient¿s weight was reported to be (B)(6). Tissue diagnosis was obtained using brushing of the biliary duct. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy is planned for this patient. According to the complainant, the patient presented with cholangitis on (B)(6) 2015. The event was deemed related to the stent placement procedure only. The patient was admitted to the hospital on (B)(6) 2015. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015. Liver function tests were performed on (B)(6) 2015. The patient was seen for a pre-operative visit on (B)(6) 2015 and the patient¿s weight was recorded as (B)(6). The patient¿s karnofsky score was reported to be 80. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptoms were identified: right upper quadrant pain and fever/chills. The patient was seen for a pre-operative visit on (B)(6) 2015 . The patient¿s weight was recorded as 224 lbs. The patient¿s karnofsky score was reported to be 100. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptom was identified: right upper quadrant pain. Liver function tests were performed on (B)(6) 2015. On (B)(6) 2015, the patient presented with acute cholecystitis. The event was deemed related to the study stent. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2015 and underwent a cholecystostomy. The patient was discharged from the hospital on (B)(6) 2015. The outcome of this event is not reported at this time. There were no adverse events reported following the procedure. Additional information received on december 10, 2015. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2015 and presented with acute cholecystitis on (B)(6) 2015. The outcome for this event is recovering. The patient was seen for a pre-operative visit on (B)(6) 2015. The patient¿s weight was recorded as (B)(6). Karnofsky score was not collected. An assessment of biliary obstructive symptoms (abos) was conducted and the following symptom was identified: right upper quadrant pain. Liver function tests were performed on (B)(6) 2015. Additional information received on december 16, 2015: liver function tests were performed on (B)(6) 2015. The patient was seen for a pre-operative follow-up visit on (B)(6) 2015. Subject weight was reported at (B)(6). Karnofsky score was not collected. Biliary obstructive symptoms were reported as having no symptoms. The patient presented with jaundice/worsening lfts on (B)(6) 2015. The event was deemed related to the study stent. The patient underwent a biliary reintervention on (B)(6) 2015 and the stent was noted to be occluded with sludge. In addition, a partial migration was also reported. The migration was not due to stricture resolution. The stent was removed using forceps and a 10mm x 60mm wallflex biliary uncovered stent was implanted. The outcome for this event is recovered and the patient was treated as an outpatient. Additional information received on june 20, 2017: the previously reported cholecystostomy performed on (B)(6) 2015, and associated with the adverse event of acute cholecystitis, was conducted during an inpatient biliary reintervention on (B)(6) 2015. The patient underwent a CT-guided placement of a cholecystostomy tube. The adverse event term for the event on (B)(6) 2015, has been updated from ¿jaundice/worsening lfts¿ to ¿worsening lfts.¿ this event was reported to have recovered on (B)(6) 2015.